Manufacturer narrative:
(B)(4). Tightening the internal rod before fully inserting the hex head tip in the holes may widen the slots creating an oversized condition. Review of the as400 found both lot numbers were manufactured in 2008 and are 8 years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The guide handle is not holding the plate.

Manufacturer narrative:
Tightening the internal rod before fully inserting the hex head tip in the holes may widen the slots creating an oversized condition. Review of the as400 found both lot numbers were manufactured in 2008 and are 8 years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.